Event description:
It was reported this peripherally inserted central catheter (PICC) was in approximately three weeks post placement. At that time, it was noted during a routine check up the catheter was leaking under the skin. The PICC was removed and another one was successfully placed for treatment. The pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. As lot number was not provided a device history search could not be performed. Since no difficulty was encountered accessing this device prior to this incident, the co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.